Manufacturer narrative:
(B)(4): investigation results:visual examination of the returned device found no visible issues with the catheter. However, functional test revealed a pinhole in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as the balloon was found to have a pinhole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.a search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used for to increase drainage in the hepatic portal region performed on (B)(6), 2011.according to the complainant, during the procedure, the balloon started to leak contrast from the balloon material. It was confirmed that the balloon did not burst and that there were not sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.